Event description:
It was reported that the orange tip of the monopolar curved scissors was caught on the instrument's wrist. There was no report of patient involvement or injury. Intuitive surgical, inc. (Isi) followed up to obtain additional information. However, the customer did not have additional information available.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed.

Event description:
Refer to h10/h11 for follow-up information.